Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump was received with cracked display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the battery compartment was chipped. The customer's blood glucose was 215 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.